Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and the system software upgrade got interrupted by the end user and was corrupted. Manual programming was done in standalone mode for the vision side cart (vsc) followed by the patient side cart (psc) and the surgeon side console (ssc). The system was verified and ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) had been contacted after error 297 had been reported before surgery. The tse had reviewed the system logs and had found error 297 reported across multiple nodes, and it had been relayed that a software update package installation had been started earlier and, after the installation had completed, the system had begun displaying the error with the system status indicating the installation had failed. The procedure was converted to laparoscopic surgery with no reported injury.